Event description:
The customer reported that the system displayed a filament regulator error message during a pt procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.